Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted there was automated atrial and ventricular threshold tests near the time of the syncopal episodes. Ts discussed it is possible that these automated threshold tests contributed to the syncopal event, however this does not explain why the automated test has not caused symptoms in the past when this test is done every 21 hours. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the physician did not attribute the automated threshold tests to the syncopal event. The physician ruled out device involvement in the syncopal event. This device remains in service. No additional adverse patient effects were reported.